Event description:
It was reported via repair work order that the bed had intermittent power due to the power cord power prong being loose and the auxiliary power cord missing the ground pin. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.